Event description:
Customer reports discrepant sodium results for a pt sample run on a rapidpoint 405 blood gas analyzer. No pt intervention occurred as a result of the discrepant results. All other parameters measured by the instrument were consistent and controls were within range.

Manufacturer narrative:
Investigation revealed that the instrument was cleaned with an quaternary ammonium cleaner. This is a known interference to the sodium channel on the rapidpoint systems and will cause a shift. The operator manual contains the following statement: caution: do not use any solutions containing the benzalkonium chloride ion.